Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s generator was implanted on (B)(6) 2016. It was verified following surgery to not have a depleted battery. Later that day, the device was interrogated and found to have an neos battery status. In a patient appointment on (B)(6) 2016, the device could not be interrogated. Troubleshooting by using two programming systems and verifying function of the programming systems with a demo generator confirmed the generator was likely at non-communicative eos. The generator was explanted on (B)(6) 2016. The device was interrogated upon removal and found to have a normal battery indicator, but had a vbat's eos warning flag activated. This indicates the battery voltage fell below eos and later rebounded to a normal voltage prior to explant. The generator device history record was reviewed and found all specifications were met prior to distribution. All functional testing was completed and within specifications. The generator was received by the manufacturer for product analysis. Product analysis was completed on 03/30/2016. Burn marks were observed on the pulse generator case, indicating that the pulse generator was likely exposed to an electrocautery tool. Other than the noted burn marks and explant-related observation, no other visual anomalies were noted. Review of the data downloaded from the generator indicated that the pulsedisabled bit was set to a value that represents a vbat's eos threshold condition. After resetting the pulsedisabled bit in the generator memory, was performed to allow for an output to once again be provided by the generator for subsequent testing. The pulse successfully interrogated at multiple orientations adjacent to the programming wand. In 24-hour monitoring simulated environment, the generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive electrical evaluation showed that the pulse generator performed according to functional specifications. The battery showed an ifi=no condition. Other than the noted pulsedisabled condition, there were no additional performance or any other type of adverse condition found with the pulse generator. No additional pertinent information has been received to date.